Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: n/a, serial: (B)(6), batch: n/a."

Event description:
Additional information was received stating that surgical intervention took place where the lead was explanted and replaced to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a. UDI: (B)(4). Serial: (B)(6). Batch: n/a."

Event description:
It was reported that the patient's lead had migrated, which was confirmed with imagining. The patient reports extensive activity since implant. Surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the leads attributed to the event.